Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned femoral head exhibits scratches and damage that most likely occurred during removal. The conical taper shows thread like pattern and dark debris. The debris on the femoral head taper was analyzed by eds and the semi-quantitative elemental analysis of the eds spectrum showed that the debris consisted of foreign elements such as c, o, ti, ca, and p. It is unknown whether the foreign elements identified were a result of femoral head taper corrosion or biological contamination. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent head and liner revision approximately 5 years post initial surgery due to allegations of very high cobalt levels. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). Concomitant medical products - standard liner/ pn 00630505036/ ln 62069694, shell porous with cluster holes 52 mm o.d./ pn 00620005222/ ln 62060665, bone scr 6.5 x 25 self-tap/ pn 00625006525/ ln 62048575, bone scr 6.5 x 35 self-tap/ pn 00625006535/ ln 62073201, femoral stem 12/14 neck taper plasma sprayed press-fit/ pn 00771100500/ ln 62071524. Once the investigation has been completed, a follow up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-03983.

Event description:
It was reported that a patient underwent a hip revision surgery due to allegations of very high cobalt levels. The head was exchanged.